Manufacturer narrative:
Due to imdrf harmonization, some previously submitted device, method, result, and conclusion codes related to this event may have been updated. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient with an implantable neuro stimulator (ins) for spinal pain. It was reported that patient first implant lasted 9 years but her second implant broke and she had return of pain. Patient stated the implant was replaced, but it had not resolved the issue. No further patient symptoms or complications were reported in this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient's ins was in overdischarge. The rep had already tried to pull the ins out of overdischarge but was unsuccessful; trickle charges were performed but they would not restart the battery. The ins was being replaced on (B)(6) 2018 and the rep wanted to know what impedance range they should look for during the battery replacement to assure that the leads will be good for therapy with the new ins. No symptoms were reported. It was noted that the information was confirmed with the physician. No further complications were reported/anticipated.

Manufacturer narrative:
Corrected information. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. Tickle charge was performed 3 times with no results. Patient stated she had not charged battery since her knee surgery in (B)(6) 2017. Information was confirmed with the physician. No further patient symptoms or complications were reported in this event.

Manufacturer narrative:
Product analysis #702293712:analysis information -- 06/27/2022 15:03:49 cst pli# 10 product ID# 97714 below is unedited, system generated text based on the analysis finding code(s) s10120. The returned device was subjected to a series of standard tests that include but is not limited to visual inspection, output and telemetry testing, and functional testing. The implantable neurostimulator (ins) passed functional testing. The ins was received with no telemetry and no output from any electrode pair. Telemetry was restored after one full physician mode recharge. After telemetry was restored and a full normal recharge, the ins passed functional testing. According to the mdt data report taken from the ins, the last recharge while implanted took place on 28-aug-2017 and the battery was charged from 3.580 volts to 3.590 volts. On 28-aug-2017 the battery had depleted to the "therapy unavailable" mode. Subsequently, the battery depleted to an over discharged state prior to being received for analysis. The device experienced one over discharge. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.